Event description:
It was reported to philips that the device has a missing button on the display. There was no report of patient involvement.

Manufacturer narrative:
The field service engineer (fse) found the display needs to be replaced. Upon conclusion of the evaluation, it was determined that the display requires replacement. It was replaced. The device passed testing and was put back into service.